Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that on group a, the patient could feel stimulation on their right side but was unable to get what they wanted on the left side. Group b was not delivering the desired stimulation strength, as it was not as strong as they could get on the tablet, so the patient was able to use group c. The manufacturer representative stated that lead placement was good, and they were programming down the center of the lead. It was noted that the patient was using standard programming parameters but liked stimulation to be very strong. An appointment was scheduled for (b)96) 2018 to figure out a way to give the patient the therapy they were looking for. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the rep reprogrammed the ins and that the patient was now getting coverage in both right and left sides. The issue was resolved. No further complications were reported.